Manufacturer narrative:
Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to run a primary infusion of maintenance ivf at 25ml/hr with a vtbi of 900ml at 3:26 pm on (B)(6) 2015. At 3:32 pm, a secondary custom concentration infusion of potassium chloride peripheral access was programmed; the drug amount was 40meq, the diluent volume was 100ml , the vtbi was 100 ml, and the duration was 4 hours, which made the rate 25ml/hr. At 4:01 pm, the module was channeled off and the system was shut down and powered off. There were no alarms prior to the device being channeled off. The volume recorded as being infused during this period was 2.38ml for the primary infusion and 12.077ml for the secondary infusion. Functional testing was performed and found the device to be delivering fluid within specification. The disposable sets were not returned and could not be evaluated for a possible failure. The customer¿s report of an overinfusion of potassium chloride was not confirmed. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a secondary infusion of potassium chloride 40 meq in 100ml was running at 25ml/hr. After approximately 1 hour, the nurse observed the secondary bag to be empty and the patient reported burning at the IV site. The patient's potassium level and vital signs were monitored and found to be within normal limits and the patient had no harm from this event.